Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to flattened dome switch on act button. No moisture damage noted on electronic assembly or on the motor. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.